Event description:
It was reported that the programmer "began to spark and smoke", so the caller shut it down. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).